Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged: pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump passed sleep current measurement and active current measurement. Pump received with pillowing keypad overlay, cracked keypad overlay, broken reservoir tube lip, missing o-ring (reservoir tube), cracked end cap, and keypad overlay peeling identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump error 25 alarm was found in the pump downloaded history on: on (B)(6) 2021 at 15:00:00, 15:10:00, 19:00:00, 23:00:00, 23:10:00, on (B)(6) 2021 at 03:00:00. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history, these battery related alarms were found: replace battery alarm on (B)(6) 2021 at 14:36:00, replace battery now alarm on (B)(6) 2021 at 15:07:00, power loss alarm on (B)(6) 2021 at 15:18:11, 23:16:26, 23:16:37, on (B)(6) 2021 at 03:11:58, 03:12:08, 08:56:05, insert battery alarm on (B)(6) 2021 15:17:58, 23:15:40, on (B)(6) 2021 03:10:56, 08:43:06, 08:53:00. No unexpected pump error 25 alarm, replace battery, replace battery now, power loss, nor insert battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Pump error 25 alarm was isolated to the electronic assembly. Customer alleged for pump error 25 alarm was confirmed. Pump error 25 alarm was isolated to the electronic assembly. Reservoir unable to lock into place was confirmed. On (B)(6) 2021, the customer alleged pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump passed sleep current measurement and active current measurement. Pump received with pillowing keypad overlay, cracked keypad overlay, broken reservoir tube lip, missing o-ring (reservoir tube), cracked end cap, and keypad overlay peeling identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump error 25 alarm was found in the pump downloaded history on: on (B)(6) 2021 at 15:00:00, 15:10:00, 19:00:00, 23:00:00, 23:10:00, on (B)(6) 2021 at 03:00:00. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history, these battery related alarms were found: replace battery alarm on (B)(6) 2021 at 14:36:00, replace battery now alarm on (B)(6) 2021 at 15:07:00, power loss alarm on (B)(6) 2021 at 15:18:11, 23:16:26, 23:16:37, on (B)(6) 2021 at 03:11:58, 03:12:08, 08:56:05, insert battery alarm on (B)(6) 2021 15:17:58, 23:15:40, on (B)(6) 2021 03:10:56, 08:43:06, 08:53:00. No unexpected pump error 25 alarm, replace battery, replace battery now, power loss, nor insert battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Pump error 25 alarm was isolated to the electronic assembly. Customer alleged for pump error 25 alarm was confirmed. Pump error 25 alarm was isolated to the electronic assembly. Reservoir unable to lock into place was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed power error detected. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The power error detected recurred within a week of previous troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue to use the device.